Event description:
Newborn on ventilator. Ventilator beeped, screen went blank and showed message "disk boot failure, insert system disk and press enter". Infant manually ventilated and switched to another ventilator with no adverse outcome.